Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, incomplete expansion of the valve was reported secondary to calcification on the non coronary cusp. Severe paravalvular leak (pvl) was noted and the valve migrated to 0 mm. A post-bav was performed decreasing the pvl to mild, improving the gradient, and moving the valve to -4 mm on the sinus of valsalva (sov). The patient transferred to the ICU for monitoring and st-segment elevation was noted. Coronary angiography revealed decreased flow in the right coronary. Percutaneous coronary intervention (pci) was attempted but was unsuccessful. The procedure converted to a thoracotomy, the valve was explanted, and a surgical aortic valve replacement was performed. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) nose cone caught on the valve and caused a dislodgement. The main component of the system. Other relevant device(s) are: product ID: enveor, serial/lot: (B)(4), use by date 2018-07-14, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.